Manufacturer narrative:
(B)(6). The device was manufactured october 9, 2017 ¿ october 11, 2017. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor under infused. The device was filled with 2400mg of 5fu and 230mg of irinotecan diluted with 5% glucose for a total fill volume of 92ml. The infusion was scheduled to infuse over 46 hours; however, after the 46-hour time frame about 30 ml of solution remained in the bladder. There was no patient injury or medical intervention associated with this event. No additional information is available.